Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that some of the pockets in the full-height cubie drawer failed and did not open. A field service engineer (fse) opened the back of the auxiliary unit and inspected the drawer boards, confirming that the lights were functioning properly. The fse powered down the medstation, re-seated all cables at the back of drawer in the auxiliary unit, and then powered the medstation back on. After logging into the hardware test application (hta), the fse successfully popped out all full-height cubies, cleaned all connections with alcohol wipes, and replaced the cubie pockets. The fse then popped open all the lids, which functioned correctly, rebooted the pyxis system in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, auxiliary drawer had malfunctioned. The customer stated that this malfunction occurred when trying to dispense medication to patients. However, there were no adverse events or injuries reported based on this event.